Event description:
The red light is blinking.there was no patient involved in this event.

Manufacturer narrative:
The device history records for the hdf-3500 device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The hdf-3500 passed ¿out qat from heartsine technologies on the 5th april 2017. During the investigation, the failure of mosfet q45 was confirmed by measurement. This had caused the rtc interrupt to be dragged low despite failing no self-test, resulting in a flashing red status led, as per the reported fault. Additionally, while this interrupt is low, the device would not perform auto self-tests. This behaviour was witnessed during the investigation. The pcba will be returned to the q45 component manufacturer, diodes inc, for analysis. It is a policy of heartsine to not refurbish devices that have been returned from the field, therefore this device shall be scrapped and replaced with a new hdf-3500.

Event description:
The red light is blinking. There was no patient involved in this event.